Event description:
A consumer reported poor distance, double vision and cloudy vision following intraocular lens (iol) implant surgery. The consumer reported that the iol was removed and replaced during the surgical procedure, because the wrong size iol was initially inserted. The consumer reported cloudy vision for five days following the implant procedure. She stated then she could see four feet in front of her, but she did not see distance well. The consumer reported she experienced double vision when she wore her glasses. She could drive if she closed one eye. In a follow up phone call with the consumer, she reported her vision was improved with a new prescription for glasses, but she was still having difficulty adjusting to the difference between her eyes. She was told that she had the beginning of posterior capsule opacification. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).